Event description:
Drive medical has received a complaint from the claimant's attorney on an incident allegedly involving a bath bench imported and distributed by drive medical. The claimant's attorney stated that the (B)(6) lbs. Claimant sat on a shower chair in a handicapped accessible shower with a weight limit of 250 lbs., at an (B)(6) facility in (B)(6), which collapsed, causing the claimant to fall and sustain serious injuries. This MDR report is based on the info provided by the claimant's attorney.